Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedures of bladder biopsy and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence and urinary tract infection.